Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. The complaint is not confirmed. No further action will be taken. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump froze with an error. The pump discharged suddenly from full battery and the charging signal came back afterwards. There was unknown patient involvement and unknown patient harm/ adverse event reported.